Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was a new pump user, and the health care provider (hcp) was still adjusting the settings. Reportedly, the customer experienced some low blood glucose (bg) levels (lowest of 52 mg/dl). The customer consumed juice to treat the low bg levels, and was working with hcp to find the appropriate settings for the customer's therapy.